Event description:
On (B)(6) 2011 customer reported that the dxc 880i instrument generated a false low calcium result for one (1) patient sample on (B)(6) 2011 when lines 24, 25, and 26 popped off. Customer stated that after changing the co2 alkaline buffer reagent line 25 popped off. Customer trimmed the line and reseated line 25, recalibration, and all electrolytes failed. Line 24 and 26 also popped off. Customer stated that the modular chemistry (mc) drip tray was wet. Customer dried the mc drip tray. Customer reseated the lines and lowered the ion selective electrode (ise) module and primed ise 5 times. No leaks were observed. The root cause of the leak was believed to have been a pinched tubing. Customer primed an additional 10 times and recalibrated. Customer stated that the electrolytes calibrated and quality control (qc) had no errors. When the instrument suppressed the sodium (na) results on 4 patient samples, the ise analytes were rerun and those results reported. Of the 4 samples, the difference in results for only one calcium result (patient 4) exceeded assay precision claims. Customer ran one cup of serum with replicates set to 10 and then calibrated using serum and aqua. Customer ran qc with no errors. Customer technical support (cts) had customer run serum through the flowcell, to stabalize the electrodes after the leak, and recalibrate. This resolved the issue.